Event description:
User received a discrepant troponin t result for one pt sample. Initial result was 0.147 ng/ml, repeat results were 0.039 and 0.038 ng/ml. The repeated result was reported out so there was no pt treatment from the first result. The second result is slightly elevated but they have no knowledge of any pt treatment. The field service rep was unable to determine a cause and performed instrument checks. Performance tests were performed which were within specification.